Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and hypertension in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following information was reported. On an unreported date, the patient was diagnosed with high blood pressure. On (B)(6) 2012, the patient was hospitalized for high blood pressure. During the hospitalization, she developed peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Treatment was not reported. The outcome of peritonitis was unknown and high blood pressure recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12d26011 and h12c18028. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number: h12e24021. An exception was noted but does not indicate any issues related to the complaint. Follow up from the nurse on (B)(6) 2012: the hospital dates were confirmed. Indication for hospitalization: issues (declined to specify further). The nurse could not confirm if the patient was experienced high blood pressure. While hospitalized, a colonoscopy was performed for an unknown indication. Results of the colonoscopy were unknown. While hospitalized, after the colonoscopy, the patient developed peritonitis. Causes of the issues requiring hospitalization and of the peritonitis were unknown. Treatment for the peritonitis included intraperitoneal ceftazidime and vancomycin. (Dosage, frequency, lot not reported). The patient was recovering from the peritonitis. Recovery status for the issues were unknown. Dianeal and extraneal therapies were ongoing. Events were not related to dianeal, extraneal, homechoice machine, or any baxter disposable part.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.